Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included diabetes, chronic pelvic pain syndrome, dysmenorrhea, morbid obesity (bmi of 50.0-59.9, adult), hypertension, bipolar depression, anxiety, uterine bleeding, gastritis, duodenitis, rectal bleeding and gastroesophageal reflux disease. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity") and device dislocation ("migration"). The patient was treated with surgery (diagnostic laparoscopy,bilateral salpingectomy with removal of essure coils, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals and device dislocation outcome was unknown. The reporter considered allergy to metals, device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event migration was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included diabetes, chronic pelvic pain syndrome, dysmenorrhea, morbid obesity (bmi of 50.0-59.9, adult), hypertension, bipolar depression, anxiety, uterine bleeding, gastritis, duodenitis, rectal bleeding and gastroesophageal reflux disease. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (diagnostic laparoscopy,bilateral salpingectomy with removal of essure coils, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. Pelvic pain, incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included diabetes, chronic pelvic pain syndrome, dysmenorrhea, morbid obesity (bmi of 50.0-59.9, adult), hypertension, bipolar depression, anxiety, uterine bleeding, gastritis, duodenitis, rectal bleeding and gastroesophageal reflux disease. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (diagnostic laparoscopy,bilateral salpingectomy with removal of essure coils, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.